Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The color lcd display assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was intermittently distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.